Event description:
It was reported by the sales rep that during a lap gastric bypass case, the user was experiencing solid tones. The handpiece was replaced and the case was completed successfully with no pt consequence. Device being returned.